Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the pump touchscreen was cracked; cause was unknown. Additionally, it was reported the insulin gauge was inaccurate. Customer's blood glucose was 479 mg/dl. Reportedly, customer reverted to manual injections for alternate insulin therapy.